Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad buttons were hard to push. It was noted that the keypad cover was torn at the ok keypad button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Keypad cover is torn over 'ok' button and exposed a key contact. Testing confirms all keypad buttons are responsive as normal. Removed keypad cover and contamination is visible under all key contacts..an initiate leak test is failed. There is a crack at the top of battery compartment. Corrosion is visible only on ¿battery cap." Pump cover is removed to inspect internal components; no moisture is visible in the pump main compartment. Unrelated to the complaint, the display screen also has a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.